Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they were not getting relief from the therapy since being implanted. It was indicated that the implant did not help like the trial did. The patient mentioned that they were adjusted twice by the manufacturer representative. It was noted that the patient increased their setting to 1.7 v two or three days prior to the report. They stated that something needed to be done to help with their symptoms, and they knew how to change the settings on the programmer. Their next appointment was (B)(6) 2017. Patient services observed the patient crying, and they stated that they would have to depend on their neighbor for driving them and the healthcare provider's offices was far away. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was received. The patient reported that they had met with their healthcare provider twice to have the device adjusted. The patient reported that the patient had an unknown infection and that they were receiving shots for 5 days in a row. The patient thought that the infection may have been part of the problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.